Event description:
The customer reported via phone call that the insulin pump had a button error alarm and that the keypad was unresponsive. The customer confirmed that the device may have come into contact with sweat. Blood glucose level at the time of the incident was 208 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with button error alarm and intermittent esc and act button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube, and broken belt clip slot.